Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (20 mg/ml at 4.263 mg/day) via an implantable pump for unknown indications for use. It was reported that fluid formed a pocket on the patient's back. There were no external factors that contributed to the issue and no diagnostics/troubleshooting were performed. The catheter was explanted and replaced. The issue was resolved. The explanted catheter was discarded. The patient's weight and medical history were asked but would not be made available. The patient was without injury at the time of the report.